Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was being heard. The patient kept hearing her pump ringing every 30 minutes. The patient thought that the beeping began on (B)(6) 2015, but didn't realize it was her pump until the following day. The alarm was more like a song than a single beep. The patient's refill appointment was scheduled for (B)(6) 2015. The patient's low reservoir volume was 2ml and her normal interval was 22 days. It was noted that the patient was currently out of town and would be returning home on (B)(6) 2014. The patient's managing healthcare provider (hcp) gave her fentanyl patches to use as needed toward the end of her trip, which the patient had to use. The patient was not experiencing withdrawal. As of (B)(6) 2014, telemetry had not yet been performed. However, at the time of this report, it was indicated that the patient missed an appointment and ran out of pump medication. Low and empty reservoir alarms occurred. The patient experienced worsening pain. The device system was used to deliver sufentanil (50 mcg/ml at 37.535 mcg/day). Treatment/interventions and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, the event will be updated.